Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the rca. Approximately 21 days post index procedure, patient suffered from acute cva. The investigator and safety assessed that the event was not related to index device or anti-platelet medication. The patient recovered.

Manufacturer narrative:
Patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated the event as stroke, ischemic. Correction: patient is recovering. If information is provided in the future, a supplemental report will be issued.